Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿alert 32 ¿ motor processor communications error,¿ persisted despite multiple restarts, and a replacement device was arranged; blood glucose was reportedly unaffected, and the system continued to function after restarts. Symptoms included no reported adverse physiological effects. Outcomes included user inconvenience and device replacement, with instructions provided for shutdown, data syncing to the mobile app, and return of the affected unit. Investigation included remote technical assessment, review of user reports, and coordination for device return. Investigation of the returned device revealed a communication fault involving the delivery motor and processor consistent with a motor control subsystem communication error.